Event description:
Medical center reported that results within the reportable range of a surestep pro meter correctly read and displayed, were incorrectly transmitted as high to the datalink hospital system. The surestep pro meter has been in use for two years at the pediatric ICU. Under normal conditions, only values greater than 500mg/dl would be reported as high. Other meters in the same hospital did not exhibit this problem. When meter results are critically high or low, treatment decisions are based on laboratory confirmation tests. None of the patients have therefore received any treatment based on the surestep pro meter. Furthermore no adverse events have been reported. The hospital discharge of some patients might have been delayed due to posting of the incorrect high results in the medical charts. Meter has been removed, and is currently being investigated at lifescan.